Event description:
It was reported that during superficial femoral artery angioplasty procedure, a shaft break occurred. The target lesion was located in the superficial femoral artery. After post dilating the non bsc implanted stent, the physician attempted to remove the 1.0x20mm sterling monorail balloon catheter; however, the catheter broke at the monorail section, leaving the balloon and monorail segment inside the pt. The pt was taken to surgery to remove the device. The pt's current condition is listed ad "fine". Additional info has been requested, but none has been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.